Manufacturer narrative:
D6: device returned with no lot ID. Results of evaluation: conclusion: the instrument was rearmed and cycled repeatedly without incident. The reese button; however didn't work smoothly possibly as a result of the body fluid inside safety shield.

Event description:
During a laparoscolpic ovarian cystectomy, it was reported by the affiliate that the safety shield did not activate. There was no consequence to the pt.